Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified iliac vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilatation of a stent. First inflation was performed for 30 seconds; however, during the second inflation for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.